Event description:
Patient came in for an outpatient CT guided lung biopsy. Dr. [Redacted] used bard biopsy needle as he normally does. He was able to get some samples at first but on his next attempt he said the needle was not going in. We stopped getting samples, dr [redacted] pulled the needle out, anyway we had enough samples according to the pathologist. Post procedure scan was done, and it showed small pneumothorax and a needle segment was noted on where the biopsy site was. Incident explained to patient and wife.